Manufacturer narrative:
(B)(4). D10. Ringloc bi-polar 28x52mm item#11-165228 lot#65915638. G2. Report source: belgium. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient experienced a post operative luxation. Dislocation of the biolox head from the ringloc bipolar hip system. Revision surgery was performed. Diligence is complete and to date no additional information on the reported event is available.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no product information or return.

Event description:
Diligence is complete and to date no additional information on the reported event is available.